Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. The 2.50mm x 15mm emerge balloon catheter was attempted to be removed from an unspecified guide wire, however removal difficulty was encountered. Both the balloon catheter and the guide wire were removed together. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.